Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device are unknown. No information has been provided to date.

Event description:
It was reported that the pump alarmed with beeping then eventually showed a (no disposable, pump won't run) alarm. The reporter did not troubleshoot the device; however, the device was powered off and then after it ran for 10 minutes, the same alarm started again. The patient went home and seven and a half hours before the treatment was supposed to end, changed the pump and disposables and discarded the old cassette. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).